Manufacturer narrative:
The piezo was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device displayed e301 (audio alarm failure) with no audible tone. The device was returned to the biomedical department for a report of e301 malfunction. No tracking information was provided; therefore specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays of critical therapies while the device was in clinical use. During testing at the user facility, the device displayed e301 (audible alarm failure) with no audible alarm tone. Though requested, no additional information was provided.